Manufacturer narrative:
Spoke with the patient and she shared that she had the device revised / replaced on (B)(6) 2025. She is sore from the procedure but recovering and is optimistic that she will get better. Patient also informed that during her prior procedure one lead wasn't connected at all and the two electrodes were placed so close together that they were touching. All has now been fixed. Explanted devices were disposed of onsite so no analysis possible.

Event description:
Implanted patient called the patient liaison line looking for a new provider after she moved. Original device placed in (B)(6) 2025 by dr. (B)(6) and is currently a patient of dr. (B)(6). Patient feels the device has not helped her symptoms even after two adjustments and she is having a lot of pain at the implant site.